Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed near the fantail, and surgical tool marks were observed on both top and bottom covers. These are believed to have occurred during revision surgery. In addition, a dent was observed on the bottom cover. The photographic imaging inspection revealed cracks along the substrate. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed the mechanical tests performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed near the fantail, and surgical tool marks were observed on both top and bottom covers. These are believed to have occurred during revision surgery. In addition, a dent was observed on the bottom cover. The photographic inspection revealed cracks along the substrate. System lock could not be obtained at any spacing. The no lock and substrate conditions prevented some of the electrical tests from being performed. The device passed the mechanical tests performed. The open device visual inspection confirmed cracks along the hybrid. The residual gas analysis test was above the limit for nitrogen indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with multiple cracks along the hybrid, disturbed wire bonds, and dislodged electrical components. A corrective action was implemented. This is the final report.